Event description:
It was reported that during central processing, the 8mm force bipolar instrument had misaligned tips. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip causing them to be misaligned. There was a 4.34 mm offset at the tips. The grips were not found to be cracked. Additional observation related to customer complaint: the instrument was found to have dislodged molded insulator at the distal end. No pieces was missing. Components adjacent to this dislodged molded insulator do not show damage. The bent severely grip tip caused the molded insulator to be dislodged.